Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1., and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: instrument sedi 15-42031 was returned to the manufacturer for service with respect to the reported defects ¿ low control is too low and the printer is now working. The instrument was evaluated by visual examination and functional testing and the printer was found to be working correctly. Calibration was also okay as the control levels measured were on target. The low value for the low control is likely due to the control material itself. It's possible that the low control was not well mixed, too old, or too cold. A new tube with fresh control material should be used. The unit fan on the instrument was found to be noisy so it was replaced. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd sedi-40 there was hardware / software malfunction for esr instrument. The following information was provided by the initial reporter: translated to english. The customer stated: "device measures low value in low control and printer does not work. (Device was checked recently) original device returned to the laboratory. Information received today: device measures low value in low control and printer does not work!".